Manufacturer narrative:
Paravalvular leak. Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted on the same day of surgery. Through follow-up with the health-care provider, a copy of the operative report was received. According to the report, the patient presented with severe symptomatic aortic stenosis. Therefore, the patient was referred for aortic valve replacement. The patient's native aortic valve was found to be severely calcified and bicuspid. The edwards valve was implanted when a paravalvular leak along the anterior of the aortic valve annulus in the area of the most severe calcifications was noted upon weaning the patient off cardiopulmonary bypass (cpb). Therefore, cpb was re-established and the valve was removed. Additional debridement of the extensive calcifications was performed and another edwards valve of the same model and size was implanted. The patient was once again weaned from cpb with a normal functioning aortic valve prosthesis. Furthermore, there have not been any allegations of a product malfunction.